Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While a penumbra smart coil detachment handle (handle) was being prepared for a coil embolization procedure, it dropped on the floor and became contaminated prior to use and therefore, was not used in the procedure. The procedure was completed using a new handle.